Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/21/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was described as irritated and pimply. On (B)(6) 2016, the patient reached out to their endocrinologist and it was suggested that they use the thigh as an insertion site for sensors. No medications were prescribed. Affected area was treated with over-the-counter cortisone cream. At the time of contact, the patient was recovering. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.